Event description:
A nurse reported that before the intraocular lens (iol) implant procedure the surgeon found to have iol was twisted inside the preload injector, preventing it from being advanced. The iol did not come into contact with the patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the procedure was completed with the new lens. The surgery experienced a delay of approximately five minutes, though not significant. No patient harm occurred. The error occurred during the iol advancement but did not reach the patient.

Manufacturer narrative:
Additional information provided in b.3., b.5. D.10. And h.3. The manufacturer internal reference number is: (B)(4).